Manufacturer narrative:
The referenced previously reported driveline infection was reported under medwatch MFR report # 2916596-2018-00476. Approximate age of device ¿ 2 years and 2 months. No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018 due to sepsis related to driveline infection. No additional information was provided.